Event description:
The customer reported, the left screen goes black when fluoroing and no image was on the monitor. Also, the c-arm displayed a "filament regulator error" and "kv on error". No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep verified the errors and found the technique drives to max kv and max ma. Also, the image was black on the screen. He regreased the candlesticks at the tube and tank side and performed a generator calibration and filament calibration. They saved the new calibration files to diskette on the workstation and verified auto tracking with up to (3) copper filters. He performed a check for "high ma" error message, fluoroed at 40kv .45ma for 5 minutes. The rep performed a high arc test, fluoroed at 120kv .20ma for 5 minutes. After replacing fan cover to tube, the unit boots up with "stator not on" error. He verified stator light comes on and found the voltages were not reaching the tube. The rep also verified continuity of wires from tube back to power motor relay board. He found the 24vdc coming into power motor relay board but no 24vdc leaving board. Various voltages were not present on filament driver board. He eventually found through extensive troubleshooting, found female pin on 2-pin thermal switch connector recessed. He reset the pin on the connector and verified pin locked in. Unit powers up without errors. He verified auto tracking with up to three copper filters. He verified no high ma error messages and performed a high arc test. The unit was repaired and is operating as intended.